Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse replaced preventative maintenance parts, but the instrument still failed system check. The fse checked the wash pump, precision pump and fluidics manifold, then replaced the parts due to cracks on acrylic blocks. The fse verified pump operation, mixer, assemblies, ultrasonics, alignments, and incubator belt calibration. The instrument was primed and a system check was performed, which passed service specifications. Associated MDR: 2122870-2014-00451.

Event description:
The customer reported an access 2 immunoassay system generated erroneous results for prostate-specific antigen (psa.) This MDR reports the results generated on (B)(6) 2014; please see MDR 2122870-2014-00451 for the results generated on (B)(6) 2014. On (B)(6) 2014, three patient samples were analyzed on the instrument and generated no-value results and indeterminate (ind) flags for psa; the results were not reported out of the laboratory. The customer noted an unexpected sample carousel recovery in the instrument's event log on this day. The patient samples were later reanalyzed and numerical results were generated. The customer did not provide actual patient results or rerun results for this date. Psa had been calibrated on (B)(6) 2014. The customer performed a system check on the instrument before the event, which passed with results within specifications; several system checks were performed after the event with both passing and out-of-range results. After the event, the customer recalibrated psa and reported that quality control (qc) results did not pass on an initial run and did pass upon repeat; the customer later reported erratic results were generated on subsequent qc runs.